Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned with the metal cannula loaded in the catheter. Visual inspection revealed the metal cannula was kinked at the proximal section. No other issues were observed in the devices. The metal cannula was inserted and retracted from the catheter without issues and the pigtail was in a correct shape. No issues were identified in the pigtail after metal cannula unloaded. Inspection of the media revealed only the device distal section and the stent deformation was observed on the video. During product analysis, no deformation was notice at distal section.

Event description:
It was reported that the removal difficulty occurred. Two apdl/6.3 flexima regular all purpose drainage were selected for use. The first device was advanced over the guidewire and through the incision in the skin and inserted in the patient. During insertion, the device started to crumple like an accordion and got stuck. No kinks were noted. The device was carefully removed from patient with increased pulling force and was a bit painful. There was no permanent damage to the patient. Another of the same device was used; however, the same issue occurred. After confirming the guide wire was still in the right place, an apdl 8 flexima regular catheter was used and the procedure was successfully completed. There were no complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the removal difficulty occurred. Two apdl/6.3 flexima regular all purpose drainage were selected for use. The first device was advanced over the guidewire and through the incision in the skin and inserted in the patient. During insertion, the device started to crumple like an accordion and got stuck. No kinks were noted. The device was carefully removed from patient with increased pulling force and was a bit painful. There was no permanent damage to the patient. Another of the same device was used; however, the same issue occurred. After confirming the guide wire was still in the right place, an apdl 8 flexima regular catheter was used and the procedure was successfully completed. There were no complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned with the metal cannula loaded in the catheter. Visual inspection revealed the metal cannula was kinked at the proximal section. No other issues were observed in the devices. The metal cannula was inserted and retracted from the catheter without issues and the pigtail was in a correct shape. No issues were identified in the pigtail after metal cannula unloaded. Inspection of the media revealed only the device distal section and the stent deformation was observed on the video. During product analysis, no deformation was notice at distal section.

Event description:
It was reported that the removal difficulty occurred. Two apdl/6.3 flexima regular all purpose drainage were selected for use. The first device was advanced over the guidewire and through the incision in the skin and inserted in the patient. During insertion, the device started to crumple like an accordion and got stuck. No kinks were noted. The device was carefully removed from patient with increased pulling force and was a bit painful. There was no permanent damage to the patient. Another of the same device was used; however, the same issue occurred. After confirming the guide wire was still in the right place, an apdl 8 flexima regular catheter was used and the procedure was successfully completed. There were no complications reported.